Event description:
The product was used during a demonstration procedure. Reportedly, the instrument jammed during the demonstration. The product was never clinically applied, therefore, there was no patient injury.